Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this occurrence. A review of the device history records revealed no irregularities during the manufacture of reported lot number 6243989. Conclusion: both reported defects were not confirmed either associate to the mfg. Process, because without defective sample or photo for us is very difficult to determinate the root of cause. During assembly of this product we had not issues of leakage and separation. Current we have the adequate controls to detect these types of defects. No root cause of the issue since no sample or photo was returned for evaluation. No CAPA was opened since this issue could not be confirmed as manufacturing related.

Event description:
It was reported during use of the bd saf-t-intima¿ IV catheter safety system the tubing separated from the hub of catheter causing leakage. There was no report of injury or medical intervention.